Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 28 and 34 (mg/dl) and experienced seizures. The suspected cause was unknown; however, the customer attributed bgs to not actively monitoring bg levels. Glucagon was administered to treat bg. The customer did not sustain injury from the seizures. Reportedly, the customer did not become hospitalized or go to the emergency room due to the events. At the time of the call, the customer was coherent and feeling normal.